Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were stapling the lung in a laparoscopic video-assisted thoracoscopic surgery, the device was unable to fire. They were able to press the green button but were unable to squeeze the handle. They also noted that the handle was cracked and the device¿s jaws were locked on the patient¿s tissue. They opened the jaws to remove the device and they used a new handle to complete the case. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the reload was pre-fired and engaged in interlock with the jaws open. Functional testing of the reload found no abnormalities. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were stapling the lung in a laparoscopic video-assisted thoracoscopic surgery, the device was unable to fire. They were able to press the green button but were unable to squeeze the handle. They also noted that there was a crack sound inside the handle and the device¿s jaws were locked on the patient¿s tissue. They opened the jaws to remove the device and they used a new handle and reload to complete the case. There was no patient harm.